Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 298mg/dl. Customer treated with manual injection.troubleshooting occurred. Customer also reported that they had low blood glucose levels of 46mg/dl and treated with 4 glucose tablets. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with all the buttons functioning properly during our testing however, found corroded keypad traces during visual inspection. No button error alarm during our testing. The drive support disk was inspected and no anomaly was noted. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, reservoir tube cracked, reservoir tube window cracked, broken belt clip slot and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).